Event description:
Per the patient's clinic, the patient experienced a "buzzing" sound while using the device. The patient was explanted on the event date, and the device was returned without prior notification on june 6, 2009.